Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. During advancement of a 2.25 x 15 mm otw trek balloon catheter over a hi-torque floppy ii guide wire, there was a gritty feeling. After the trek was inflated there was a gritty feeling removing the catheter over the guide wire. The procedure was successfully completed without issue. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The difficult to position and remove with the balloon catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified the trek referenced is being filed under a separate manufacturing report number.